Event description:
It was reported that boston scientific technical services were contacted to examine a remote alert. This cardioverter defibrillator exhibited an alert due to the pacing impedance of the related right ventricular (rv) lead (competitor's device) being greater than 3000 ohms. It was noted that ventricular tachy mode is programmed to monitor only. Boston scientific technical services recommended further review. No adverse patient effects were reported. This device and the related lead currently remain implanted and in service. Additional information was received that this device and non-boston scientific right ventricular (rv) lead continue to exhibit high out of range pacing impedance measurements greater than 2,000 ohms resulting in additional alerts in the remote home monitoring system. Additionally, the non-boston scientific rv lead exhibited loss of capture (loc) at high outputs during a stored right atrial automatic threshold (raat) test. Technical services (ts) noted that rv capture cannot be confirmed on the presenting electrogram (egm) due to sensed beats. Further review was recommended to the physician.

Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that boston scientific technical services were contacted to examine a remote alert. This cardioverter defibrillator exhibited an alert due to the pacing impedance of the related right ventricular (rv) lead (competitor's device) being greater than 3000 ohms. It was noted that ventricular tachy mode is programmed to monitor only. Boston scientific technical services recommended further review. No adverse patient effects were reported. This device and the related lead currently remain implanted and in service. Additional information: new information was provided from the field representative indicating that this device is set to monitor only. No further information is available.

Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that boston scientific technical services were contacted to examine a remote alert. This cardioverter defibrillator exhibited an alert due to the pacing impedance of the related right ventricular (rv) lead (competitor's device) being greater than 3000 ohms. It was noted that ventricular tachy mode is programmed to monitor only. Boston scientific technical services recommended further review. No adverse patient effects were reported. This device and the related lead currently remain implanted and in service.